Event description:
It was reported the patient was unable to connect the ipg with external devices following an unrelated neck surgery. Troubleshooting was tried to no avail. The ipg was deemed inoperable. Reportedly, electrocautery was used during the neck surgery. The ipg was replaced with another model which resolved the issue.